Manufacturer narrative:
It was reported that a thrombus was detected on the device during the implantation procedure. This is a known inherent risk of the device as listed in the instructions for use. The investigation of the returned device revealed no problem or any failure with the device. The review of the device history records revealed no deviation. All criteria were met as intended. No other complaint was received from the same batch for a similar complaint reason. Expert assessment: according to the medical expert, the device may have contributed to thrombus formation, as the event occurred during the implantation procedure. The medical expert also identified additional potential contributing factors, including prolonged procedural duration and the implantation of a flex ii asd occluder for closure of a pfo defect. In the medical expert's opinion, this represents a non-standard procedural approach, which may have contributed to the event. The administration of a high dose of heparin is atypical for this type of procedure, which is generally of short duration. This suggests that the procedure may have been prolonged due to intra-procedural challenges or delays. Additionally, the use of an asd occluder for pfo closure is not a standard procedural approach and may indicate that additional intra-procedural assessments and decision-making occurred, potentially contributing to extended procedural time. Based on the medical expert's assessment, an unconventional procedural course, including prolonged duration and off-label device use, may have acted as additional risk factors associated with the reported event. Conclusion: the potential root cause has been traced back to non-device related factors, due to the prolonged procedure, which might have caused by user error or complex patient anatomy.

Event description:
Event description: during placement of device, thrombus was detected in the echocardiogram - device carefully pulled into the sheet (including thrombus) - another device was implanted successfully - anticoagulation treatment (patient weight 65kg): o heparin 5000iu at the beginning of procedure o heparin 4000iu after sheath was placed in la o act value unknown. No patient injury or harm occurred. No health consequence for the patient were reported. The patient is in good conditions.